Manufacturer narrative:
A search for non-conformances associated with the part/lot number combinations of the actual devices could not be performed, as the part and lot numbers were not provided. The devices were implanted in the patient and not returned to the manufacturer for analysis. Procedural or post-procedural images were not provided; therefore the reported event could not be confirmed. The instructions for use identifies stroke as a potential complication associated with use of this device.

Event description:
As reported through the article titled, "safety and efficacy results of the flow redirection endoluminal device (fred) stent system in the treatment of intracranial aneurysms: us pivotal trial", after undergoing treatment for a target aneurysm with a fred stent, six patients had a major stroke within 30 days of treatment (four of these strokes occurred between 3 and 24 hours after the procedure, and the remaining two on postprocedural days 18 and 27). Two had a major ipsilateral stroke after 30 days. At last follow-up, five had recovered to mrs score 2, leaving the last patient that had suffered the disabling stroke with an mrs score 2."